Manufacturer narrative:
See d3. This follow up was created because the compliant has been reassessed and determined to be not reportable due to part number has change to unknown.

Event description:
Revision surgery due to instability.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.